Manufacturer narrative:
(B)(4). G2: foreign: denmark customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during insertion of the echo stem, the tip broke on the impaction handle with the broken piece stuck in the stem. In order to avoid creating any issues in the future, the surgeon had to remove the stem. There was no delay to the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d9;g3;h2;h3;h6. Product was returned and evaluated. A visual examination of the returned product identified gouges and indentation marks on the handle and shaft from use. The distal tip was confirmed to be fractured. Fractured thread fragment was returned in the associated stem analysis determined that the device possibly fractured due to reverse/multi bending overload. The root cause remains unchanged. Per the surgical technique, the inserter was used to control the rotation during insertion and ensure the proper amount of anteversion. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.